Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having discomfort during charging as the charger will get hot which caused skin redness, pain and irritation. The patient was given a cream by the physician, and it seemed to have resolved the issue.